Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that on (B)(6) 2016 she received an unspecified error message on the display of her adc blood glucose meter after a sample was applied to a test strip inserted into it. Customer noted she had a routine doctor's appointment later in the day so she planned to have it checked there. At the appointment customer began to feel "dizzy, was trembling, wanted to throw up and felt faint". The hcp performed a test and received a reading of 46 mg/dl on their unspecified meter. Customer was diagnosed with hypoglycemia and treated with orange juice and graham crackers. Customer was also diagnosed with "fatigue due to excessive exertion". Additionally, customer's glimepiride medication was discontinued. Her blood glucose was rechecked and a reading of 85 mg/dl was received. No further treatment was required. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The returned meter was investigated with retained test strips. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing.

Event description:
Customer reported that on (B)(6) 2016 she received an unspecified error message on the display of her adc blood glucose meter after a sample was applied to a test strip inserted into it. Customer noted she had a routine doctor's appointment later in the day so she planned to have it checked there. At the appointment customer began to feel ''dizzy, was trembling, wanted to throw up and felt faint''. The hcp performed a test and received a reading of 46 mg/dl on their unspecified meter. Customer was diagnosed with hypoglycemia and treated with orange juice and graham crackers. Customer was also diagnosed with ''fatigue due to excessive exertion''. Additionally, customer's glimepiride medication was discontinued. Her blood glucose was rechecked and a reading of 85 mg/dl was received. No further treatment was required. There was no report of death or permanent injury associated with this event.